Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.373, lot: 3l98667, manufacturing site: hägendorf, release to warehouse date: april 16, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inspection has shown that the first four (4) thread flanks of the received nail extraction screw are totally stripped. The remaining thread flanks are worn and the coating is in places not present anymore. In general is the device is a very used condition, there are many scratches at the shaft, the hexagon has clearly visible wear marks. Dimensional inspection: the relevant dimensions of the thread cannot be verified anymore due to the above described damages. The review of the manufacturing documents has shown that the m8x0.75 thread was 100% inspected during the final inspection of the lot in question. Document/specification review: the expert a2fn surgical technique was reviewed and following notes from the remove nail section can be pointed out: -the extraction screw must be in line with the proximal end of the nail to allow insertion. Ensure that the position of the leg and the incision point allows for insertion of the removal screw in line with the proximal end of the nail. -in case of difficulties when inserting the extraction screw, check the connection thread of the nail for bony in-growth and remove. -alternatively, the extraction hook can be used to remove the nail investigation conclusion: the complaint is confirmed as the first four (4) thread flanks of the received nail extraction screw are totally stripped. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information we have to assume that the thread was not completely inserted into the nail while high hammering forces were applied. By this was the force only applied onto the first thread flanks and not to the whole thread as designed, this did lead to a mechanical overload and finally the stripping of these thread flanks. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent surgery for a femoral shaft fracture with the antegrade femoral nail (afn). On (B)(6) 2020 the patient underwent a removal surgery because the bone union was confirmed. During the surgery, the surgeon couldn't connect the extraction screw to the nail. The extraction screw was stuck to the nail, but the nail could be pulled out slightly and he could remove the nail by hooking the nail hole. The surgery was completed successfully with a two hundred (200) minute delay. After the surgery, it was found that the thread of the extraction screw had been broken. The surgeon commented that the hammering to connect the extraction screw to the nail caused the breakage of the extraction screw. Concomitant medical products: unknown afn nail (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1). This report is for one (1) extractscr f/a2fn. This is report 1 of 1 for (B)(4).